Event description:
It was reported that the device had a downstream occlusion sensor failure. There was no patient involvement and no patient harm/adverse event reported. No customer damage reported. Event occurred during testing.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a cracked battery compartment, worn upstream occlusion (uso) seal, missing battery door, and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; found the downstream occlusion (dso) sensor was not operating as intended. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.